Manufacturer narrative:
The cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. Cartridges with lot # b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The patient reportedly had cartridges that were leaking insulin. The animas' representative confirmed that the patient's cartridges are part of the recall. The patient also indicated that he randomly had high blood glucose levels in the 200's mg/dl with no reported symptoms and now thinks it may be due to the cartridges. The patient administered self-treatment and did not report seeking any additional medical attention. There was no adverse event associated with this complaint since the patient's blood glucose readings do not meet the criteria for a serious injury; however, this complaint is being reported due to the insulin leaking with the cartridges.